Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6b - explant date - this should be blank as the device was not removed, but rather just repositioned back into the correct position. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided for these devices. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical products: item# 78-6135, lot unk; pectus blu prbnt ti bar 13.5in qty 2 item# 78-8020, lot unk; pectus blu stabilizer ti the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00198; 0001032347-2023-00235; 0001032347-2023-00234.

Event description:
It is reported that the patient underwent a procedure and subsequently a bar rotated and became wedged in the patient's intercoastal space. The patient was revised with the bar being repositioned and tied more securely with the same stabilizer. Attempts have been made and additional information on the reported event is unavailable at this time.